Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that during patient treatment the alarm "rpm error" occurred. After 1 minute it was gone and the cardiohelp device in question still worked. According to the additional information received on 16 december 2015 the alarm reoccurred and over 10 times and the device in question was replaced by another cardiohelp. Everything has worked normal since then. (B)(4).

Manufacturer narrative:
The device was evaluated by maquet field service technician and together with assistance from maquet technical support carried out a range of tests on the device to determine the cause of the error. Based on the results of the tests it was determined that the sensor panel was faulty. The sensor panel was replaced and full functional tests carried out, all tests passed. The device was returned to service. No harm was reported to have been caused to the patient. This first follow-up report will also serve as a final report for this complaint.

Event description:
(B)(4).